Event description:
It was reported to philips that intermittent stand movement failure occurred due to a defective force sensor on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced and calibrated the clea2 force sensor and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).